Manufacturer narrative:
Device received with operational currents within specification and passed self test and displacement test. Device trace download analysis confirmed the pump alarmed power loss alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed power loss alarm due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the device was monitored and functioned properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had replace battery alert alarm. The customer¿s blood glucose level was 151 mg/dl at time of incident. Customer reported that they did not receive a low battery alert prior to the replace battery alert. It was also reported that the second occurrence of replace battery alert without a low battery warning. The customer was advised the pump will need to be replaced. The customer was advised that they may continue to wear pump until replacement arrives if they insert a new battery. The insulin pump will not be returned for analysis.